Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed unexpected restart. The customer was unable to clear alarm because none of the buttons on insulin pump were working. The customer¿s blood glucose level was 310 mg/dl at the time of the incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.